Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted, cataract surgery and iol implantconclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens opacity (anterior subcapsular). Cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in micro-centrifuge vial with clear surgical residue on the product. Visual inspection found the haptic bent and foreign material (residue) on the lens surface. Claim # (B)(4).